Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed supplies to address the issue. There was no reported adverse impact to the customers blood glucose level. During troubleshooting with tandem technical support an o-ring was found left behind by a previous cartridge. The customer changed the cartridge and resumed insulin therapy.